Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during treatment while using the liberty select cycler. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and was observed leaking from the cassette door. The m31 air detected in cassette warning occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to re-setup with new supplies and complete treatment using the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak during treatment while using the liberty select cycler. Fluid was not discovered in the pump module area. Fluid was discovered on the external of the cassette and was observed leaking from the cassette door. The m31 air detected in cassette warning occurred prior to the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the reported event of fluid discovered on the external of the cassette and leaking from the cassette door. The pdrn stated the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to re-setup with new supplies and complete treatment using the cycler. The pdrn confirmed the patient has continued using the cycler for their pd treatment without issue since. The pdrn confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation. No defect or damage to the cycler set cassette was noted upon removing it from the cycler.